Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (failed incoming functionality testing) has been confirmed. Upon investigation the therapy electrodes were severed and missing from the electrode belt. The root cause for the missing therapy electrodes was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt failed incoming functionality testing.